Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's leak volume was high. The device was not in patient use. The device's active exhalation control module and sensor board need replaced to address the issue.